Event description:
Cord clamp applied. Upon moving infant to the warmer, cord clamp became restricted against another object and tore umbilical cord, causing bleeding to infant at umbilical cord site.

Manufacturer narrative:
Attempts to obtain further details surrounding the incident have been unsuccessful. - attachment: [medwatch from customer.pdf].

Event description:
Per facility medwatch: a cord clamp was applied to an infant. When the infant was moved to the warmer, the cord clamp became restricted against another object and tore the umbilical cord, causing bleeding to the infant at the umbilical cord site. Attempts to get further details from the user facility by the manufacturer have been unsuccessful.